Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator message for the ipg. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information within the session report, the device had normal battery depletion. As the device displayed normal longevity. This event is not longe reportable.